Event description:
Pt had a port-a-cath inserted in right subclavian for chemotherapy. Post insertion x-ray's indicated good placement and catheter intact. Pt returned to have port-a-cath removed after chemotherapy was complete. Pre-op x-ray shows a piece of port-a-cath (tube) approximately 1 1/2 inches long separated and lodged in lower right posterior lung. Pt denies any episodes of shortness of breath, pain or other symptoms.